Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level were 200 mg/dl and 243 mg/dl. The customer reported that insulin pump passed the auto test. The customer was explained the troubleshooting for air bubble removal. The reservoir will not be returned for analysis.